Event description:
A malfunction alarm occurred with the customer's pump, identified by malfunction code 16, which indicated a momentary power change to the speaker. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued.